Event description:
"Situation: zoll thermogard machine and the circuit started to leak from the tubing that fit in the pump area. Background: patient came from eb with r ij thermogard catheter and the machine set up. Assessment: tubing split (ref 8700-001027-01) lot 204066. Recommendation: unsure if this was a defective set? We loaded another circuit into the machine, primed it and several hours later had the exact same failure/leak in the exact same portion of the circuit tubing. All sets sequestered outside of 9-255 on np 9." Manufacturer response for thermogard machine zoll, thermogard machine zoll (per site reporter). [Redacted date] sample picked by (B)(4) from zoll for evaluation.